Event description:
In june 2006 the lay user/patient contaced lifescan (lfs) alleging the one touch surestep enhanced meter was giving inaccurately low readings. The medical affairs specialist (mas) spoke with the patient 2 days later to obtain and verify information. In june 2006 at 8:30pm, the patient obtained the blood glucose reading of 86 mg/dl on the reported meter. At that time, the patient was experiencing no symptoms of high or low blood glucose levels. Prior to to this reading, the patient had eaten his normal dinner. Following the use of the meter, the patient administered self-care by taking 5 units nph insulin and 5 units regular insulin. The patient did not test his blood glucose level using any other device. At 9:30pm the patient went to bed. Between 11:30pm and 12:00am the patient passed out; his wife was unable to revive him. His wife did not test the patient's blood glucose level while symptomatic, or treat him in any way; she contacted emergency services. The paramedics arrived, obtained an unknown blood glucose reading on the patient, and treated him with an oral glucose supplement. The patient was revived, and at 1:30am the paramedics obtained a blood glucose reading for the patient of 93 mg/dl. At the same time, the patient tested his blood glucose level on the reported meter, and obtained a reading of 38 mg/dl. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/or <=30 mg/dl. The patient was not transported to the emergency room. The patient takes nph insulin and regular insulin on a sliding scale. He experiences elevated fasting blood glucose readings so he does adjust his insulin before bedtime to regulate his morning glucose levels. The morning of the event, the patient's fasting blood glucose result was 153 mg/dl. The customer care advocate (cca) determined during the troubleshooting telephone call the patient's testing technique was correct and the meter was programmed for the correct unit of measure. The meter, test strips and control solution were replaced. The patient adjusted his insulin doses based on the reported meter readings; he became hypoglycemic during the night, and passed out. Therefore this complaint is being reported as an adverse event.

Manufacturer narrative:
Device ID for the d4, "other #' field is: 1-av-1121lifescan has requested the return of the subject meter and strips for evaluation, but has not yet recieved them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.